Manufacturer narrative:
The scope was sent to an independent laboratory for microbial testing. The scope's air/water and instrument/suction channels were cultured and tested positive for the following microorganisms micrococcus yunnanensis, micrococcus luteus and staphylococcus epidermidis. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. Olympus performed a visual inspection on the received device with an olympus boroscope to verify the condition of the biopsy channel. The biopsy channel was inspected and found debris and light stains along the channel wall at the 35cm marking on the insertion tube. The entry of the biopsy channel at the distal end side, also, had brownish stains. Additionally, there was a scrape mark inside the biopsy channel that starts near the distal end and continues throughout the channel. The olympus boroscope was also used to check the condition of the suction channel, which has no damages or foreign material within. The leak test could not be performed, since estimation had already removed the bending section cover, glue and distal end cap. A review of the instrument channel was performed and showed the video scope was purchased on (B)(6) 2018. Based on the evaluation, the cause of the foreign material present inside the channel is likely due to improper reprocessing.

Manufacturer narrative:
The scope was returned to the service center and is pending evaluation. The scope will be sent to the independent laboratory for microbial testing. The cause of the reported event cannot be determined.

Event description:
The service center was informed the scope and it¿s control cultured positive for coagulase-negative staphylococci after reprocessing. The scope was cultured using the plating with centrifugation method. There are no associated patient infections. In addition, the user facility reported that the cleaning and disinfectant solutions used with the endoscope with the asp evotech scope reprocessor are asp-cidexopa-c disinfectant and asp-cidezyme xtra detergent. The minimum effective concentration is being checked with each cycle. The endoscope channel is being brushed during manual cleaning using a single use bw-412t brush and the single use soft maj-1888 brush. Cleaning and reprocessing are performed per instructions for use. Pre-cleaning is being performed immediately after each procedure. The pre-cleaning steps taken are as follows: immediately at bedside wiping down the insertion tube, suctioning and flushing with elevator lowered and raised, transported in a covered container to the decontamination room. Then cleaned and suctioned at the sink using an enzymatic per manufacturer¿s instructions-[valsure, steris] rinsed, and finally reprocessed in the evotech following the evotech reprocessing instructions. The endoscope is being leak tested prior to manual cleaning with an clk-3 leak tester. There has not been any issues noted with the facility¿s aer. The last preventative maintenance for the aer was performed on (B)(6) 2019. The date of the facility's last reprocessing in-service conducted by an endoscopy support specialist (ess) was on (B)(6) 2019. There has not been any change in the facilities reprocessing personnel since the last on-site in-service with the ess. All reprocessing personnel at the user facility are trained on how to properly reprocess an endoscope. The endoscope is being stored by hanging vertically in a scope cupboard.